Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the defibrillator conductor was distorted, inner tubing kinked/buckled, and the outer insulation had a cosmetic environmental stress cracking. Blood was observed in/on the helix/lobe mechanism and apparent explant damage was noted.

Event description:
It was reported that the right ventricular lead dislodged and the patient received a shock due to oversensing. An attempt was made to reposition the lead but it was not successful as the helix mechanism did not work anymore. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.